Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at approximately 4pm. The patient manages her diabetes with insulin (via insulin pump). The patient denied taking any action in response to the reported meter issue and also denied testing her blood glucose with another device. Approximately seven hours after the alleged issue occurred, the patient reportedly developed symptoms of shaking, dizziness, sweating, and fell. According to the csr's documentation, at the onset of her symptoms, the patient's daughter administered treatment by giving her glucose tablets/glucose gel. During troubleshooting, the csr noted that there was misuse of the lfs product; the subject meter reportedly got wet with water. Replacement products were sent to the patient. Although it was noted that the subject meter was exposed to water and got wet, this complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged meter issue began.